Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The returned sample was found in unlocked condition with used deployment mechanism but with correctly loaded stent. Inside grip, a force transmitting component was found broken which made a successful deployment using the trigger impossible. The vessel was not tortuous but calcified, 6fx45cm introducer was used for access, and the lesion was pre dilated. Based on the investigation of the provided information, the investigation is closed as confirmed for break of a force transmitting component inside grip, and deployment failure. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use describes holding and handling of the system throughout deployment. The instruction for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. The instruction for use further states: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035¿ guidewire of appropriate length'. Regarding pta the instruction for use states: 'predilation of the lesion should be performed using standard techniques.' D4 (expiration date: 12/2025) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via the femoral contralateral approach, the stent was unlocked and allegedly would not deploy. Reportedly, the stent remained sheathed and complete unit was retrieved out of the body. The procedure was completed using another device. There was no reported patient injury.